Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number cmp-(B)(4). A certain® gold-tite® hexed screw (iunihg) was returned for investigation. Visual inspection of the as returned product identified a fracture at the threads. Device history record (DHR) review and complaint history review could not be performed, as the lot numbers associated with the reported product are not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iuniht) dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. Additional device information unknown / not provided.

Event description:
Doctor reported screw fracture in a very bruxist patient.